Event description:
First pt claims they were getting constant disc/sense alarms. When switched to secondary vent, no problems were noted. When vent placed on second pt, vent would not cycle while on pt. No pt harm reported, vent was turned off/on and placed on test lung, and vent started cycling again. Add'l info received on 1/6/03. Description states: in pt's home. Set pt settings by using test circuit with test. Machine was working fine. Went to place on pt. Machine did not cycle at all. Placed pt back on other vent. Vent alarmed low pressure/disc and audible inop alarm. Unit was on internal battery for 10 minutes prior to the event. This vent was also picked up from another pt due to constant low pressure alarm. Ran at office all morning. Vent did fine. No alarms noted.